Event description:
Device malfunction: device failure. Time of device malfunction: during vessel closure. Time of symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. Hemostasis was achieved using a second proglide device. There no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.